Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the head on the harmonic ace instrument broke. The surgeon was exposing the uterine ligaments when the harmonic ace instrument broke. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to confirm that the fragment of the harmonic ace instrument was retrieved by the assistant using an endoscope. The surgeon confirmed that all fragments were retrieved. There was no additional surgical procedure or post-operative task performed. The surgeon believes the issue was caused by an instrument quality problem. The harmonic ace instrument was used for more than an hour prior to the issue. The instrument broken when dissecting. There was no issue with the instrument prior to the breakage and no instrument collision. The instrument was removed prior to the breakage and there was no resistance when removing the instrument from the cannula. Upon final removal, there was no damage to the cannula, no additional damage to the instrument, and no resistance. There was no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with the fractured blade. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. The root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.